Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg became inoperable. As a result, surgical intervention was undertaken on (B)(6) 2017 wherein the device was explanted and replaced due to the issue. Therapy and effective stimulation was restored postoperatively.

Manufacturer narrative:
Explant clarified and updated.